Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter contacted animas on (B)(6) 2012, alleging that a bolus was programmed on the meter remote and the screen on the meter remote showed an hourglass but did not verify that the bolus was being delivered as it usually does. The reported stated the bolus was verified in the history as not having been delivered, so another bolus was reportedly programmed on the meter remote which was reportedly successfully delivered. The reporter stated that a short time afterward, the pump vibrated and indicated a bolus was cancelled; however, the patient stated a bolus had not been programmed on the pump or the meter remote at that time. The reporter stated a warning was emitted that the 2 hour maximum limit had been reached. The animas representative reviewed the pump settings with the reporter. The reported also verified there were no tactile changes in the keypad of the pump or meter remote. The reporter denied any unusual activity with the pump or meter remote. There was no reported adverse event associated with this complaint. This complaint is being reported because of the allegation of an unprogrammed bolus showing as a cancelled bolus remained unresolved after troubleshooting activities with the animas representative.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/04/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was visible moisture damage on the usb connector which prevented the meter data from being downloaded. On testing, the meter powered on appropriately and successfully paired with the insulin pump. All the buttons were normally responsive when tested. The pump and the meter were exercised for 24 hours on a 1 unit per hour basal rate program with no 0.00 unit boluses delivered during that time.